Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recently delivered an inappropriate shock due to t-wave oversensing. Boston scientific technical services (ts) was contacted, and it was discussed that the therapy was delivered due to the patient's morphological change (potentially due to fast atrial fibrillation) and low r-wave amplitude measurements. Potential reprogramming options were provided, as well as troubleshooting options for assessing the device in-clinic. At this time, the s-ICD remains implanted and in-service. No additional adverse patient effects were reported.